Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the instrument was displaying wash 1 reservoir empty error messages. Upon the ccc specialist's recommendation, the customer checked the bubble eliminator for wash 1, inspected the tubings coming from wash 1 to the reservoir and primed the system fluid bottle and line for wash 1. The customer found that there was fluid in the dispense port 1 tubing. The customer ran a patient sample with a known value and it resulted as falsely elevated. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse flushed the wash 1 fluid line and put fresh wash 1 solution on the instrument. The cse ran quality control and patient samples, which were acceptable. The cause of the discordant vitamin d results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument observed error messages that the wash 1 reservoir was empty. The operator also observed elevated vitamin d results for four patient samples that were processed in the same timeframe as the error messages. The results were not reported to the physician(s). The operator then ran a sample that had been tested for vitamin d earlier in the day and the repeat result was falsely elevated. The operator stopped processing samples on the advia centaur xp instrument and decided to send the samples to another facility for testing. The repeat results for the four samples were not provided and it is unknown if they were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vitamin d results.